Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as o2 mixer failed and o2 leaks. - this incident was noted while the patient was being ventilated, but was not further explained to hamilton. - various alarms were observable both visually and through hearing. Te 231007(2controllerflowhigh) and te 231008(o2valveleak). - no device log files were provided to hamilton. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as o2 mixer failed and o2 leaks. This incident was noted while the patient was being ventilated, but was not further explained to hamilton. Various alarms were observable both visually and through hearing. Te 231007(2controllerflowhigh) and te 231008(o2valveleak). No device log files were provided to hamilton. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.